Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was wiggly and that the ins recharger (insr) would not charge. When plugged in the insr was showing the 'charge your recharger' informational screen. A new desktop charger was sent to the patient but the issue persisted and the patient reported that they were not receiving therapy. A new insr was then sent to the patient. No further complications were reported.